Event description:
A patient reports their controller is overheating while charging. The patient reports the controllers case is damaged as well as the charging cable.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.